Manufacturer narrative:
(B)(4). The device has been received by baxter turkey personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A service history review revealed the device was previously serviced but no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: a device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump where a nurse reported that she tried to make infusion to arterial vein instead of venous (by mistake) during therapy. The nurse believes that, in this case the pump should give the occlusion alarm, but the colleague pump did not give any alarm. This was not confirmed by baxter personnel during product evaluation. However, upon further review of the event history by quality engineering, a downstream occlusion alarm was found to have occurred on the reported occurrence date and is in the same grouped problem code as the reported condition. The sensors were found to be within specifications. The root cause was not identified. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The nurse reported for a colleague infusion pump which did not give occlusion alarm during therapy when she tried to make infusion to arterial vein instead of venous (by mistake). According to her, the pumps were designed to give alarm when they get inserted incorrectly. Few days later, the same nurse provided additional information about the event. According to her, when infusion started there was color change through the patient arm and he experienced strong pain. The patient's blood pressure also went high during this event. However, the patient health condition is better now. This condition has the potential to cause death or serious injury. No additional information is available. The user interface module software version of this pump is colleague p1.5(5.48.92).